Event description:
The customer reported false negative results with the ID now covid-19 assay for five patients with one lot. This MFR. Report addresses patient four (4) of five (5). The customer reported a false negative with the ID now covid-19 assay performed on (B)(6) 2022 on a nasopharyngeal sample. Confirmation testing was performed at the customer's laboratory on unknown dates via an unknown pcr platform and generated positive results. Although requested no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02390 and 1221359-2022-02394.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m188017 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m188017, test base part number 190-430 / lot: m188017. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m188017 showed that the complaint rate is 0.01%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.